Manufacturer narrative:
Unit received with blank display due to battery tube connector not fully connected into component. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with stained end cap sticker. No cracks at display window or near reservoir tube window noted. No belt clip received with pump. Was unable to verify belt clip anomaly. (B)(4).

Event description:
It was reported that display screen was cracked at lower left and right corners. It was also reported that reservoir compartment was cracked. Customer's blood glucose was not reported.